Event description:
It was reported that when the device was interrogated, the fast path revealed a high voltage (hv) lead impedance greater than the upper limit. The impedance measurements in different vectors were taken and they were within the normal range. It was decided that the right ventricular (rv) will continue to be monitored remotely for any future issues with the rv lead. There will be no plan for further intervention with the patient or programming changes made. No adverse health consequences to the patient.